Manufacturer narrative:
In addition to the report, the software issue is resolved after the software test was performed and updated it to its latest version. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported while using the bellavista 1000, that "the device touch screen is not working"/ not reacting on touch inputs. The customer reported that it has similar issues with g6 units. It was also reported that the patient is necessary to transfer to another ventilator but no harm or injury was reported.